Manufacturer narrative:
The device was not returned and could not be evaluated. Based on the results of the legal manufacturer's investigation, and since the device was not returned for evaluation, a definitive / specific root cause could not be identified. However, it is likely the faulty charge coupled device (ccd) caused the reported blurry image. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A review of the instructions for use (IFU) for the device identifies verbiage that can help prevent / detect the reported phenomenon: "chapter 3 preparation and inspection - the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting". If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, "returning the endoscope for repair". Warning - using endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2 "troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4 "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, "withdrawal of the endoscope with an irregularity". Warning - never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage"." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the image of the gastrointestinal videoscope was blurry and the charged coupled device (ccd) lens was cracked. The issues were found during preparation for use. There was no reported patient harm or impact due to this event.